Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly the patient developed "significant pain, required me to undergo a revision surgery, and has me constantly worried that I will never be well again."

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: lumbar stenosis associated with intervertebral disk herniation and bilateral facet arthropathy (l3-l4); lumbar radiculopathy; chronic back pain; s/p l4-l5 instrumented interbody fusion. The patient underwent the following procedures: re-exposure of posterior lumbar spine; removal of old instrumentation at l4 and l5; l3 complete laminectomy; l3 and l4 bilateral foraminotomies; l3-l4 complete bilateral facetectomies; completion of l4 and l5 laminectomies with complete bilateral foraminotomies at l4 and l5; l3-l4 interbody fusion with 9-mm-x-10-mm-x-27-mm cage prefilled with local autograft and supplemented with bmp; l3 to l5 instrumented posterolateral fusion supplemented with local autograft, bmp, and dbm boats. The patient presented with the following post-op diagnosis: lumbar stenosis associated with intervertebral disk herniation and bilateral facet arthropathy (l3-l4); lumbar radiculopathy; chronic back pain; s/p l4-l5 instrumented interbody fusion; acute anemia due to intraoperative blood loss.

Manufacturer narrative:
(B)(4).